Event description:
I have a severely infected mouth esophagus and throat infection from philips dreamstation which put me into the hospital. I am sick and under doctors care. I have been using the c-pap for several years and was not informed about the recall and no one has ever contacted me about it. I was called on a regular basis in 2019 and 2020 asking if I needed supplies for my c-pap but never received any information about a recall.